Event description:
The account alleged the bed will set into brake mode but as soon as the bed was pushed the brake would disengage. No injury reported.

Manufacturer narrative:
The technician found the brake detent is broken. The technician replaced the brake detent to resolve the issue.